Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector. The functional testing could not be completed due to the unresponsive button. No audio anomaly was noted. The insulin pump was monitored and the time was observed incrementing properly. No frozen display was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that there was a keypad anomaly and the insulin pump alarmed multiple alarms. The buttons were not responsive. Customer's blood glucose was 500 mg/dl. Customer treated her high blood glucose with an insulin injection. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.